Event description:
Neck fracture of the corail stem.

Manufacturer narrative:
The device associated with this report was not returned for examination. The referenced lot code involved in the current complaint is part of the batches concerned by a recall. This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. No corrective action required. Corrective action implemented in 2003-2004. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Eval was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in (B)(4) 2002. A recall was conducted, in (B)(4), to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until (B)(4) 2005. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.